Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any voice prompts when the on/off button was pressed and the device lid was opened.  Without audible voice prompts, the device could not be used to provide defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported lack of voice prompts. Physio replaced the lid reed switch per technical service update (tsu) (B)(4) and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.